Event description:
It was reported that the patient presented with a large hematoma and pocket infection and bleeding was observed at the implant site. The system was explanted and replaced. A new device was implanted on the right side. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.